Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during the rewind process. The customer's blood glucose reading was 200 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. No alarm noted during testing. Pump received with corroded battery tube, broken battery tube thread, broken reservoir tube lip, cracked case near display window corners, missing display window, stained end cap sticker, stained address/serial number label and bleeding lcd glass noted.